Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported when they were testing a gas delivery engine (gde) from their stock. The fraction of inspired oxygen (fio2) on the avea ventilator are out of specification. An external fio2 analyzer was used to confirm the inaccuracy. The customer performed a calibration to test the air/oxygen (o2) regulator, but the issue was not resolved. The customer reported no patient involvement or allegation of patient harm.